Event description:
It was reported per field service report: symptom - top cover is loose and black screen. Findings/action taken: replaced screen and top cover. Display hinge was broken. Ordered on (B)(6) 2009 and replaced. Replaced the battery and fiberoptix sensor connector. Replaced two bushing screws on panel side. Functional check - pass.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the display head was returned for evaluation. The display head turned on, but the screen was blank. The display head was then disassembled and visually inspected. During the visual inspection, the inverter printed circuit board (pcb) was found to be damaged and burned. A review of the attached field service report indicates that the top cover and hinge mounting bracket were also damaged and needed replacement. This may be a direct result that the iabp received physical damage during transport. The reported event was confirmed. The inverter pcb inside the display head was burnt and rendered the backlite inoperative.